Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that the touchscreen was not functioning. There was no patient involvement. The customer attempted to calibrate the touchscreen, but calibration did not resolve the issue, so the customer and remote service engineer concluded that the touchscreen needed to be replaced.

Manufacturer narrative:
G4: 29jul2020. B4: (B)(6) 2020 the customer declined repair service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.